Manufacturer narrative:
The product has been returned and investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported a low sensor reading with unspecified self-treatment. The customer also had contact with a healthcare professional where a healthcare meter result of 156 mg/dl was obtained, and the customer provided additional unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software. Sensor was found to be in sensor state 8 indicating (error termination). Data analysis was performed and abnormalities in the glucose data was observed. Extended investigation was also performed. Visual inspection was performed and no evidence of misuse or abnormalities were observed. The patch data was extracted and observed the patch to be in state 8 (error termination). The returned patch was de-cased, and no issues were observed on the patch's components or sensor flag. Glucose solution testing was performed to check the accuracy test of the returned patch's reading. No significant inaccuracies were observed. No other issues were identified. No evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. An investigation on the reported complaint was performed and determined that there was no indication that the product did not meet specification. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported a low sensor reading with unspecified self-treatment. The customer also had contact with a healthcare professional where a healthcare meter result of 156 mg/dl was obtained, and the customer provided additional unspecified treatment. There was no report of death or permanent injury associated with this event.